Event description:
It was reported that blood had entered the cardiosave intra-aortic balloon pump (iabp). There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3,g6, h2, h6, h11. Corrected fields: h6(investigation findings).

Manufacturer narrative:
Other contact person number:(B)(6). Updated field: b4, d9, d10, e1(event site email), e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and found that blood had entered and mixed within the pneumatic interface module. The module was determined to be defective and required replacement. However, since the necessary spare parts were not supplied by the company, the service order was closed due to timeout. The customer did not accept the offer. Once the parts become available, a service visit can be scheduled by contacting the getinge service center. If additional information is received, the complaint will be reopened and updated accordingly.